Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's son reported that patient suffered from a stroke on (B)(6) 2015. Patient's son reported calling 911 at the time of the reported event. Patient was taken to the hospital via ambulance. Patient's son believes that the patient was wearing dexcom equipment at the time of the reported event. Patient's son stated that the cause of death was not diabetes related. A death certificate is not available. Additionally, patient's son reported that patient was taking several medications at the time of the reported event. No additional event or patient information is available.there was no alleged device malfunction. It was stated that patient expired on (B)(6) 2015, as a result of a stroke that occured on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.